Manufacturer narrative:
Evaluation summary: the investigation is in progress. Samples have not yet been received for evaluation. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to a missing shunt were found during the DHR review and the product was released according to (B)(4). A root cause has not been identified. A supplemental MDR will be filed when additional reportable information becomes available. Additional information was requested on (B)(4) 2011, (B)(4) 2011 and (B)(4) 2011. Additional information was received on (B)(4) 2011. (B)(4).

Event description:
A surgeon reported there was no shunt inside the package and although he had a backup shunt to use, he felt a trabeculectomy was in the best interest of the pt after beginning the surgery. He stated that the pt is doing fine.